Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
One reported false negative result for sars for one patient. The customer communicated the result was confirmed positive by molecular (pcr testing). The customer also communicated four additional events which are captured in separate reports.